Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to switch to mdi for backup therapy and sent a replacement pump with updated software. The customer was instructed on storage mode and the process of returning the faulty pump via ups, which they understood and acknowledged.